Manufacturer narrative:
MDR 3003442380-2026-13509 / initial 2 of 6 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient infusion set tubing was leaking at the site event on (B)(6) 2026. The infusion set was in use for less than 24 hours. The issue occurred with six infusion sets.